Manufacturer narrative:
Phone conversation with our rep, the complaint originator: the rep states, that the instrument had been in use for quite some time at the facility, well over a year, and during that time, it had seen quite a bit of usage. The device was surely somewhat dull, certainly not the sharp drill bit that it was at the beginning of its' life. The instrument appeared to be somewhat distorted to start with at the beginning of the procedure, this is prior to use, and the pt had a very hard bone. Given these factors: old, distorted, dull and very hard bone, the surgeon had to apply some excessive mechanical pressure to force the drill to perform, and that mechanical force was enough to further distort an instrument already in questionable condition. The only hypothesis for the root cause of the reported failure mode, is user technique. At this point in time, no further action is warranted.

Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, the drill bit became distorted, bent, during use, causing it to rub up against the inside diameter of drill guide and promoted metal shavings to emanate from the drill guide and fall into the pt's joint space. All of the debris was suctioned out of the body and the repair was completed successfully without further incident or harm to the pt.